Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was replaced and the new ins location was moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep). The patient reported that their battery depleted prematurely, and also will not hold a charge. No contributing factors were reported. The patient had the implantable neurostimulator (ins) explanted on (B)(6) 2017. The battery was replaced with a new one. The issue was resolved at the time of the report. The ins was to be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Date of (B)(6) 2018 was incorrect on the previous supplemental regulatory report. Corrected to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Additional review indicated conclusion code, results code, and method code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.